Event description:
The customer stated that the central monitoring system (cns) rebooted itself and is frozen in the dos setup, unable to recognize hard disk drives (hdd). The customer has power cycled the cns several times but the issue remains. Windows recovery disc was loaded using external cd-rom, after system recovery was completed application was no longer available. MFR ref #: 8030229-2014-00139.